Event description:
It was reported that the user disconnected from the ilet overnight, experienced elevated blood glucose around 400 mg/dl, reconnected the system upon waking, and performed a fill cannula; the user declined a factory reset that would clear device memory. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included user interview and troubleshooting with education on device use. Investigation of this case revealed no device alarms, no confirmed device malfunction, and no identified component failure, with the event attributed to the period of disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.